Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a system interconnect flex cable not seated properly. A system interconnect flex cable and connector interlock were replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 78" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.